Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with injections. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and reprogramming their replacement pump that they received. The customer complained that they can not use their infusion set with the replacement pump that was sent to her. The customer cleared the alarm prior to calling. The customer was assisted with priming the pump and was advised to monitor the insulin pump for any further issues. The customer stated that they will call back to further trouble shoot the pump. No further information was provided.